Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) cable break. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. During insertion of the steerable guide catheter (sgc), the plus/minus knob was turned 220 degrees; however, the cable broke. The device was no longer used, and was replaced. One clip was implanted, reducing the mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported steerable guide catheter cable break. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.